Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol) sooner than expected. Additionally, the local field representative reported that the elective replacement indicator (eri) to eol time was shorter than 90 days. The device was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Initial analysis completed in our (B)(4) laboratory determined this product did not meet longevity expectations. Analysis of the returned product is ongoing. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times, and the eri to eol time period was shortened, due to a higher-than-typical build-up of internal battery impedance.